Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The blood glucose value was unknown. The customer states that the display was not blank less than 30 seconds and did not return. Customer states the contacts on the battery cap are neither missing nor damaged. The customer received a low battery alert not less than 8 hours prior to a flashing replace battery alert. The insulin pump display did not return after troubleshooting and pump restart. The insulin pump will not be returned for analysis.